Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with l4-l5 herniated disc, l4-l5 and l5-s1 degenerative disc disease and l5-s1 foraminal stenosis with left leg pain and underwent the following procedures: l4-l5 and l5-s1 decompressive laminectomy and discectomy and foraminotomy, left side. L4-l5 and l5-s1 posterior lumbar interbody fusion. L4-l5 and l5-s1 insertion of biomechanical device. Use of rhbmp-2/acs. Right iliac crest autograft harvest. Local bone graft harvest. L4 to s1 posterolateral onlay fusion. As per the operative notes, ".. Polar cages (13-mm height, 24-mm length cage placed at l4-l5 and 9-mm height 24-mm length placed at l5-s1) were then placed into the disk spaces at l4-l5 and l5-s1. The anterior half of the cage was packed with a quarter of a large bmp soaked sponge at the time of placement. After this the polar tubes were then removed and the posterior half of the cages were packed with an additional quarter of a bone morphogenic protein soaked sponge. Prior to placing the cages and putting in the bmp, the wound was copiously irrigated with a normal saline and betadine mixture in a one-to-one ratio.¿ the patient tolerated the procedure well without any intra-operative complications.